Event description:
On 4 january 2022, senseonics was made aware of an incident where the user experienced skin atrophy over the sensor which leads to sensor removal.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Clinical team confirmed sensor was removed on (B)(6) 2022. No further investigation is required.